Manufacturer narrative:
(B)(4). The customer reported that the device failed the op check test. There was no reported patient involvement. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device failed the op check test. There was no report of patient involvement.